Event description:
It was reported that the lead was explanted and replaced due to inappropriate shocks, oversensing, and high impedance. The patient subsequently called and reported that he received multiple shocks, and the lead was replaced because it "shorted out." No further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the lead was explanted and replaced due to inappropriate shocks, oversensing, and high impedance. The patient subsequently called and reported that he received multiple shocks, and the lead was replaced because it "shorted out." No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Impedance, high, oversensing, shock, inappropriate.